Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was repositioned recently. Additionally, the patient experienced discomfort with threshold testing. It was noted that the patient did not typically pace in the rv. Technical services (ts) discussed troubleshooting options and programming considerations. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was repositioned recently. Additionally, the patient experienced discomfort with threshold testing. It was noted that the patient did not typically pace in the rv. Technical services (ts) discussed troubleshooting options and programming considerations. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received reported that this rv lead had been surgically repositioned due to lead dislodgement. Furthermore, this device was reprogrammed to stop right ventricular automatic threshold (rvat) tests and trending data. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.